Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure during coronary sinus (cs) cannulation, the patient experienced a dissection of the cs. The patient was a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.